Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. A correction bolus was delivered to address bg. The customer will continue to use current pump.